Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device had a field life of 2 years and 8 months. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The device was manufactured before the design modification and was part of the re-design scope. The root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured during surgery.